Event description:
It was reported that the patient had two accidents on the day before the report after returning home from seeing their health care provider (hcp). The patient¿s hcp reportedly said everything was fine and did not do anything during the visit. The patient was wondering if the accidents were due to an endoscopy they had done on (B)(6) 2014. It was noted that the therapy was helping after the endoscopy until yesterday. The patient was educated on the patient programmer. The patient had reportedly been pressing the blue buttons on the side of the patient programmer because they thought they turned the patient programmer on and off. It was noted that the patient may have been accidently turning the implantable neurostimulator (ins) on and off. It was also noted that the patient lacked basic understanding on the use of the patient programmer. The manufacturer representative was reportedly not there after implant but ¿another lady was and she just seemed to want to leave¿ so the patient ¿really didn't know what was going on.¿ the patient had reportedly called the manufacture and someone helped them get it set on 2.6 volts. It was further reported that there was a problem with the patient programmer and they couldn¿t get a reading on the programmer at all. It was noted by the patient that they were trying to understand the patient programmer book but that it was a big book. It was further noted that while on the phone the patient was able to synch with the ins. The patient could reportedly see the ins on icon and the setting of 2.6 on program 3. It was noted that the patient was not feeling stimulation but had felt it earlier. The patient elected to increase the stimulation to 2.8 volts but could feel stimulation in their toe and elected to decrease the setting to 2.7. It was also reported that the patient felt stimulation in their right foot/ toe and groin and penis area when increasing stimulation. It was later reported that the patient had been having accidents since implant on (B)(6) 2014. It was noted that the patient had accidents on (B)(6). It was noted that since the accidents the patient had increased stimulation to 3.1 and was feeling it in the groin. It was also noted that the patient did not feel it walking around but did feel it when they sat down. The patient could also reportedly feel it at night in the upper part of one of their legs so they lower it at night and in the morning they would increase it to 3.0. It was further noted that the patient increased stimulation to 2.6 to 2.7 on (B)(6) after 2 accidents; to 2.8 on (B)(6) after another accident; to 3.0 on (B)(6) after another accident; and to 3.1 that day (B)(6) after another accident. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
Conconitant products: product ID: 3889-28, lot# va0e6ys, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, lot# serial# unknown, product type: programmer, patient. Product ID: 3037, lot# serial# unknown, product type: programmer, patient. (B)(4).